Manufacturer narrative:
The failure investigation has been completed and the alleged data error issue was verified. However, the alleged cgm error and battery-not holding charge issues could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly and that the pump indicated a data log corruption. Reportedly, customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 169 (mg/dl).